Event description:
Pt reported the infusion device displayed an e7 electronic error and the vibration alarm is defective. The battery cover is new, and the infusion device was not exposed to water or electromagnetic fields. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.